Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose. The customer stated that got food poisoning and she went to diabetic ketoacidosis. The customer had the symptoms of being nauseated and vomiting. Their blood glucose level was 492 mg/dl and kept creeping up. The customer's blood glucose at the time of admission was 696 mg/dl. The customer was treated with intravenous insulin. They were had the insulin on at the time of hospitalization but they were taken off the insulin pump while the intravenous insulin was dripping. Troubleshooting was performed and the insulin had exit without incident. The customer declined further troubleshooting for the no delivery test. The device will not return for analysis.